Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of heat identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device generated heat, and had cosmetic¿ worn, cord, and component damage. It was further observed that the breaded stainless steel wire tether was damaged/came off, the labeling was illegible and etching, and the device was making an excessive noise. It was further determined that the device failed pretest for visual assessments, cable assessment, noise assessment, air pump assessment and handpiece temperature assessment. It was noted in the service order that the device did not work. It was not reported whether the event occurred during surgery; however, it was noted that the surgery ended with the same like device, similar product, and /or sutured by hand. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.